Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiia endoleak of the aortic components and a type iiib endoleak of the distal bifurcated stent graft events are confirmed. However, due to a lack of comparative imaging the type 3a, and type 3b endoleak, events causation was not identified. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical record/ images available for review. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Insufficient device information received to determine device iteration. Device iteration will be provided when further information is received.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Insufficient device information received to determine device iteration. Device iteration will be provided when further information is received.

Event description:
Reportedly, the patient was initially implanted with an unknown afx bifurcated stent graft and an unknown afx proximal extension on an unknown date. The patient presented asymptomatic during a routine follow up where imaging identified a type iiia and iiib endoleak. Re-intervention was completed with implant of an afx vela infrarenal, an ovation ix main body and four (4) ovation ix iliac limb extensions. Re-intervention was reported to be successful.